Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used during an aorta anastomosis, the thread and the needle broke. They changed suture and sutured again. There was no patient injury.